Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto bipap device was returned to a third-party service center for evaluation with no initial alleged complaint. No death, serious harm, or injury was reported, and no medical intervention was required. During the evaluation, the third-party service center visually inspected the device and found evidence of visible foam degradation. In addition, the device displayed error codes e020 (error 20: err_motor_spinup_flux_low) as recorded in error log not related to the foam degradation. The device was scrapped by the service center after the evaluation was completed.